Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that the insulin pump alarmed no delivery. The no delivery alarm was recurring. Customer's blood glucose level was 448 mg/dl. The customer treated his high blood glucose level with a shot. The no delivery alarm was resolved with a complete set change. The device was not returned.